Manufacturer narrative:
Phone number:(B)(6).

Event description:
Philips received a complaint on the dfm100 indicating that the device restarted automatically after self-test. Device was not in clinical use at the time of event. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the product was confirmed to be operating per specifications, and the cause of the reported problem was due to use error. The issue was resolved by doing self-test again in accordance with the standard operation. A review of the service history for this device shows that the problem has not been reported again for this device. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.